Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a maverick balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material approximately 1mm proximal to the proximal markerband. Microscopic examination of the markerbands and the balloon material presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the right coronary artery. A 2.50mmx20mm maverick balloon catheter was positioned in the lesion for dilation. However, during inflation, the balloon did not inflate properly. The device was removed from the patient and it was noted that there was a hole in the balloon. The jet of contrast that had been injected into the balloon caused extravasation around the artery. The procedure was completed using a different balloon catheter. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the right coronary artery. A 2.50mmx20mm maverick balloon catheter was positioned in the lesion for dilation. However, during inflation, the balloon did not inflate properly. The device was removed from the patient and it was noted that there was a hole in the balloon. The jet of contrast that had been injected into the balloon caused extravasation around the artery. The procedure was completed using a different balloon catheter. No further patient complications were reported and the patient's status was stable.